Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose (bg) was 241 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source using an alternate wall adapter. Multiple contact attempts were made by tandem technical support to determine if replacing the wall adapter resolved the issue; however, no additional information was provided.